Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a hip revision surgery on (B)(6) 2016. The original surgery is dated (B)(6) 2006. The revision surgery occurred because of a prosthetic fracture of the femoral stem. During the revision, the original omni femoral stem, neck, and femoral head were revised to non-omni products. The original 56-58mm/28 mm 0 degree insert was revised to a 0 degree 36mm insert.